Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of returned process internally. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the low intensity led, dreamstation 2 blower box kit contaminated ds2 reusable pollen filter service humidifier water tank service dreamstation 2 auto CPAP advance w/modem, dom, pca burned dreamstation 2 ui bezel plus physical damage. The customer complaint was not reproduced. There was one error has been identified. The device was scrapped.